Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that shaft kink occurred. The 99% stenosed target lesion was located in a mildly calcified and moderately tortuous left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced and predilated the lesion. Then a 2.75 x 18 non bsc stent was stent was advanced but was unable to cross the lesion so the balloon catheter was advanced again for another dilation, however, it was noted the shaft of the device was kinked. The procedure was completed using a 2.5 x 15 non bsc balloon catheter. No patient complications were reported and patient's status was good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 18cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).